Event description:
It was reported that the camera head had leakage, noise image and coating turns over. The event had occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.